Manufacturer narrative:
H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 23mm c-e perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 20 years due to stenosis. The patient presented with heart failure and shortness of breath. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with a 23mm perimount valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.